Event description:
It was reported that during an internal carotid artery (ica) procedure the stent prematurely deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an internal carotid artery (ica) procedure the stent prematurely deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D2a ¿ corrected. D4 gtin ¿ corrected. G4 510(k) - corrected. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned for analysis no longer loaded on the stent delivery wire (sdw) and was deployed partially inside the lumen of a microcatheter (with the bulk of the stent deployed in the hub of the microcatheter). Following its removal from the microcatheter, it was noted that the stent was undamaged. The location of the stent is not aligned with the event description which reported that the stent was deployed (inside the microcatheter lumen) about 20cm from the distal end of the microcatheter. This implies that the stent would no longer be loaded on the stent delivery wire (sdw). This means that to end up in the microcatheter hub, the stent would have had to be pushed back through the length of the microcatheter by inserting a mandrel or wire in through the distal opening of the microcatheter. Alternatively, if the operator thought that the stent was deployed near the distal end of the microcatheter (but, in fact, it was not and was still loaded on the sdw), retracting the sdw would explain why the stent ended up partially deployed in the microcatheter hub. The introducer sheath was returned and was significantly damaged. The (purple) pebax had separated from the (clear) fluoroethylenepropylene (fep) and the inner polytetrafluoroethylene (ptfe) was stretched and deformed. It is likely that the pebax/fep bond was broken at some point after the stent was transferred into the microcatheter, as this would otherwise have been reported in the event description. The sdw was also returned and was kinked/bent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) code stent deployed prematurely during use was confirmed during analysis. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. An assignable cause of procedural factors has been assigned to the 'as reported' stent deployed prematurely during use and 'as analysed' sdw kinked/bent and stent introducer sheath damaged as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.